Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The analysis of the replaced computer has not been reported.

Event description:
A medtronic representative reported that the system became unresponsive. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.